Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a cardiac ablation procedure. During the procedure the implantable cardioverter defibrillator (ICD)was programmed to atrial pacing only mode. During the procedure it was observed that the pacing amplitude increased and there appeared to be capture of the right ventricular (rv) apex while ablating near the device coil. Farfield ventricular capture was suspected. No interventions were reported. The patient was stable.

Manufacturer narrative:
The available device data was provided for evaluation. The reported event of the radio frequency (rf) ablation which caused unintended pacing was confirmed. The rf energy emitted from the ablation system can result in unintended cardiac stimulation. The device performed per design.